Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board.

Event description:
The customer stated that the insulin pump had a blank display. The insulin pump also beeps and when pressing the esc button, the screen is distorted with missing segments. The reported blood glucose reading was 262 mg/dl, which the customer treated with manual injections. Troubleshooting was performed and the problem continued. Nothing further was reported.